Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(6) device manufacturer date: 2/2016. The system was evaluated by a field service engineer. The monitor assembly was replaced to resolve the reported issue. In addition, an annual preventative maintenance was performed. All modes of operation and calibrations were verified and no failures were detected after completion of repair. After repair, the unit complied with all factory settings. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was visible smoke coming from behind the screen of the whitestar signature pro console. A description from the clinic indicated at the start of the third cataract procedure of the day, the screen failed resulting in the console shutting down immediately. As the console shut down, visible smoke came behind the screen. The clinic did not restart the console due to the visible smoke and burning smell. The cataract procedure was completed successfully using a backup console. The clinic indicated there was no patient involvement at the time of the incident, therefore no patient injury reported.